Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 97792 implanted: (B)(6) 2025 product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The issue was resolved as of 2026-jan-20.

Event description:
Additional information was received from the healthcare provider (hcp) of a clinical study via a manufacturer representative reporting that the patient was able to go home after being hospitalized, before the new surgery on (B)(6) 2025. Due to time and position of the patient on the table (supine), a new electrode could not be placed. In ¿situ¿ referred to the lead that was already placed. Surgery on (B)(6) 2025 went well, a new lead could be placed and connected to the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6); implanted: (B)(6) 2025; product type lead product ID 97792 lot# serial# unknown implanted: (B)(6) 2025; product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 28-nov-2026, UDI#: (B)(4). Product ID: 97792, serial/lot #: unknown, ubd: 28-nov-2026, UDI #: g2: the country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during surgery, the neurosurgeon's dissection down to the lead was difficult due to extensive scarring. The anchor was inverted, causing the lead to become dislodged from the epidural space. The lead was removed as it was not possible to insert a new lead intraoperatively; a new surgery was planned. It was noted that the event required in-patient or prolonged hospitalization.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 97792 serial# unknown implanted: (B)(6) 2025 product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the surgery was planned just to place the stimulator on the electrode that was already in ¿situ¿. Additionally, it was confirmed that normally for a simple battery placement, the patient is not hospitalized. So now, because of the event, the patient was hospitalized. Surgery will be done on (B)(6) 2025 . The anchor was inverted, so, not broken or damaged, but not placed as the doctor was used to.